Event description:
It was reported that there was oversensing, noise, very high thresholds, and high impedance greater than 3000 ohms. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; the analyst noted that the lead appeared to have been implanted with a bend in it at the fracture site, however it could not be determined at this time if the bend occurred at implant or while implanted; proximal segment returned and analyzed.